Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels of 468mg/dl. The customer consumed liquids and delivered a correction bolus via the pump to address the bg levels. The customer alleged the elevated bg levels may have been caused by a bad site. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
On (B)(6) 2017: during a follow-up, it was reported the customer adjusted their pump settings due to the customer's healthcare provider's advise. The settings adjusted were a basal rate at 3am to 0.7u/hr (from 0.65u/hr) and their carb ratio from 1:12g to 1:10g throughout the day in order to address the elevated blood glucose level issue.